Manufacturer narrative:
(B)(4). The device was returned for analysis. The shaft, collar, and tip were microscopically examined. There were numerous kinks throughout the shaft of device. The shaft was detached/separated at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 21jul2017. It was reported that catheter difficulty crossing lesion and kink occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified atrioventricular branch. A guidezilla¿ guide extension catheter was selected for use to facilitate a percutaneous coronary intervention procedure. During procedure, it was noted that there was difficulty advancing the device to the calcified lesion. When the device was removed and checked outside the patient's body, it was further noted that the port part became kinked. The device was replaced with another of the same and the stent was placed somehow to complete the procedure. There were no patient complications reported. However, device analysis revealed that the shaft was detached/separated at the collar. It was further reported that the device was simply pulled out of the patient and the shaft did not detach when removing the device. The shaft detachment occurred outside of the patient. The device was removed from the patient when it was noted to be kinked in the patient, and then the shaft became detached outside of the patient.